Manufacturer narrative:
Isi received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire damaged around the weld location. As a result of the broken conductor wire, the electrical continuity test deemed unnecessary to perform. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. This complaint is being reported due to the following conclusion: after a da vinci procedure, the wires of the permanent cautery spatula instrument was found to be burned. The customer reported complaint does not itself constitute an MDR reportable event; however, the thermal damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the wires on the permanent cautery spatula instrument looked burned. There was no report of patient harm, adverse outcome or injury. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the site's head nurse and obtained the following information regarding the reported event: after a da vinci-assisted surgical procedure she was given the permanent cautery spatula instrument and was informed about the burned wires. She stated that the surgical staff did not witness arcing of electrical energy from the permanent cautery spatula instrument and is not sure how the wires looked burned. She stated there was nothing abnormal noted during the procedure, and the procedure was completed robotically with no issues. She confirmed there was no report of patient harm, adverse outcome or injury.